Event description:
Information received from the field does not address the patient's clinical status but notes that the patient had a pulse generator change. The next day, no atrial sensing was observed. The patient was kept in the hospital over night. The next day, there was still no atrial sensing. The patient will be monitored.